Manufacturer narrative:
Product analysis: there is no damage to the distal tip of the device. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The stent was deformed with raised struts at the 16th distal stent segment.

Event description:
The physician was attempting to use an endeavor resolute drug eluting stent during a procedure to treat a lesion in the moderately tortuous lad. The lesion exhibited 80-85% stenosis and severe calcification. The lesion was not pre-dilated. No damage was noted to packaging. No issues were noted when removing the device from the hoop. The device was inspected with no issues noted. Resistance was encountered when advancing the device. Excessive force was not used. It was reported that the event was a positioning difficulty. No stent deformation or dislodgement occurred. The device could not be positioned at the lesion or pass through the lesion. The case was completed with 3.00x30mm non-mdt stent. No patient injury. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The device was returned to the manufacturing facility and it was noted that the stent of the device was damaged. The physician believes that the stent deformation was caused by patient condition <(>&<)> not device related. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.